Manufacturer narrative:
Additionally patient data was provided by the customer on (B)(6) 2020 and was added to section b5 - describe event or problem.

Event description:
The customer observed falsely elevated potassium results for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 3.5-5.1 mmol/l): sample ID (B)(4) initial result was 4.7, repeated on another alinity c was 6.6, then repeated once again on the first alinity c was 4.8 mmol/l. The following additional patient information was provided by the customer on (B)(6) 2020: sample ID (B)(4) initial result was 6.5, repeat was 4.6 mmol/l. Sample ID (B)(4) initial result was 3.9, repeat was 2.5 mmol/l. Sample ID (B)(4) initial result was 3.8, repeat was 2.2 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated potassium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The issue appears to be sample specific for certain patient samples and the lack of acid probe wash, smartwashes, after adding the proper smartwashes the issue was resolved. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity c ict diluent, list number 07p53-20, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 3.5-5.1 meq/l): sample ID (B)(6) initial result was 4.7, repeated on another alinity c was 6.6, then repeated once again on the first alinity c was 4.8 meq/l. There was no impact to patient management reported.